Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that contained more than the minimum required amount of insulin inside. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection.